Event description:
The reporter states that she obtained the following comparison results on accu-chek compact plus system: 271 mg/dl and 101 mg/dl; 445 mg/dl and 108 mg/dl; 445 mg/dl and 200 mg/dl; 108 mg/dl and 200 mg/dl. All aforementioned tests were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.